Manufacturer narrative:
Concomitant medical products: 693575 lead, implanted: (B)(6) 2012. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Left ventricular pace tip-coil impedance 1463 ohms on (B)(6) 2015. Also, analysis of the device memory indicated the impedance trend on the lv (left ventricular) pacing lead was variable. Left ventricular pace impedance varies from 1292 to 1710 ohms between (B)(6) 2013 and (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing (twos) on the right ventricular (rv) lead. It was also reported that the device had a twos detection issue. Additionally the left ventricular (lv) lead had high and varying impedance. The device was reprogrammed and remains in use. The rv and lv lead remain in use. No further patient complications have been reported as a result of this event.